Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the cs300 intra-aortic balloon pump (iabp). The stm replaced the broken safety disk block guide with a customer issued part. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) guide block for the safety disk was broken. No additional information available in reference to circumstance of occurrence or patient involvement. No adverse event reported.